Event description:
On a 2.4mm variable angle (va) locking screw stardrive 20mm part number 02.210.120 lot number 7451954, the outer package had the correct labeling for the product ordered, but the product in the inner package appears to be a different length. There is no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
This device is for treatment, not diagnosis. Product was returned in its original packaging. All seals and edges of the packaging are in tact. No other damage to package noted. The screw contained in the bag is not in fact, the product called out on the product label. The screw in the package is part number 02.214.022. In reviewing the documentation for this lot and the lots for part number 02.214.022, it was found that one part was missing from the lot for part number 02.214.022/7450733 and there was an extra part in the lot for part number 02.210.120/7451954. These lots were packaged consecutively. This would have been a result of an inadequate line clearance performed by the operator.